Event description:
It was reported that during a plif mis procedure at levels l3-s1 the following instruments were damaged the threads at the end of the long holding sleeve began to peel when inserting the screws. No peelings or fragments broke off into the patient. Surgeon used another holding sleeve. On the stardrive screwdriver shaft the points on the tip of the driver broke off. Surgeon reportedly retrieved all fragments, and used another driver in the set. The points on the end of the driver bent and twisted during final tightening on the last screw. Nothing broke off, there was nothing further to retrieve, and the surgeon used another driver to complete the final tightening. Procedure was completed, there was no harm to the patient, no extension of procedure time. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that the drive surfaces of the stardrive tip shows wear and is discolored. Three of the six stardrive tip edges are broken off. Minor scratches and wear marks exist along the entire instrument shaft. Evaluation of the design indicates that it is acceptable for the intended use and examination of the part shows that it has been used without the torque limiting handle as required. Therefore the complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (a/re) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).